Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded all three cusps contained tears along the base, and were fibrotically thickened. There was fibrous pannus ingrowth on the inflow surface of all cusps, and on the outflow surface of cusp 2. This resulted in the narrowing of the inflow diameter. There was a thin layer of fibrin on cusps 1 and 3. Special stains were negative for organisms, and no acute inflammation or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A 23mm trifecta tissue valve was implanted. Three years later, aortic regurgitation and cuspal tears were reported and the valve was explanted. Limited details were provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
A 23mm trifecta tissue valve was implanted. Three years later, atrial fibrillation was diagnosed at a routine office visit. The patient was referred for an echo; a tee revealed moderately severe aortic regurgitation and aortic stenosis. The cusps appeared normal and opened well. The valve was explanted (B)(6) 2014, and the annulus was debrided. There were no signs of infection and all the pledgets were removed. Upon removal of the valve, one of the cusps had a tear near the stent which resulted in regurgitation. A 23mm non-sjm mechanical heart valve was implanted. Post-operatively, the patient had respiratory insufficiency and intermittent atrial fibrillation. The patient was treated with amiodarone and was extubated on november 20.